Event description:
It was reported that (1) device was used during a laparoscopic procedure. It was reported by the affiliate that the 578sd instrument inner valve was pushed through the patient's abdomen and a filshe clip was inserted. This initally remained unobserved except gas was clearly escaping and prohibiting view of the area intended for surgery intervention. The valve was noticed and removed prior to completion of surgery. Unfortunately the inner valve was not returned with the device.